Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer replaced the battery after a low battery alert and the device would not turn on. Blood glucose level at the time of the incident was 202 mg/dl. During troubleshooting, the customer was unable to get the display to return after pump restart. The device had no physical damage and using the recommended battery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.